Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fractured taper. During the procedure, patient was converted to a total femur as a result of bone loss and a cold welded taper. A review of the invoice history confirmed the surgery date and which components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fractured taper. During the procedure, patient was converted to a total femur as a result of bone loss and a cold welded taper. A 90 minute delay occurred during the procedure. A review of the invoice history confirmed the surgery date and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-06431/06433).